Manufacturer narrative:
The marksman catheter was reportedly discarded by the customer. The marksman will not be returned; analysis cannot be performed. The cause of the event could not be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a marksman¿s distal marker band sheared off during a procedure and remains in the patient. The microcatheter tip was not shaped but was found to be crushed and kinked after it was pulled out. The patient was undergoing a mechanical thrombectomy procedure for a large vessel occlusion stroke when the event occurred. The patient¿s vasculature was severe in tortuosity. The microcatheter was flushed as indicated in the instruction for use prior to use.